Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for (2) unk - screw locking/unknown lot number. Implant date was around three years ago, exact date unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that open reduction internal fixation (orif) of the olecranon was performed on an unknown date around three years ago. Post-operatively due to irritation, a revision surgery was performed on (B)(6) 2016 to explant an intact variable angle olecranon plate and six (6) variable angle screws. While removing the plate, when the surgeon was removing the 2.7mm variable angle locking screws, two (2) of the screws broke off and remained embedded in the patient. Multiple attempts were made to retrieve the screws; however, the surgeon was unsuccessful. Surgeon removed the remaining four (4) screws intact and the plate. Patient had achieve union and was not further revised. A surgical delay of twenty five (25) minutes was reported, procedure was successfully completed and patient/status outcome was reported as "stable." This complaint involves seven parts. This report is 3 of 3 for (B)(4).